Manufacturer narrative:
Additional information indicated that the target lesion was the right internal carotid artery. The lesion was pre-dilated and there was post procedure stenosis of 0%. There was no thrombosis at the lesion.

Event description:
As reported via the sapphire registry, a patient experienced an unknown neurological event on the same day of the carotid index procedure. Pre-procedure nih stroke scale was 0 and the stroke scale was 0. The patient left the angiography suite with no neurological deficits. The onset of the neurological deficit was post procedure and gradual. The patient fully recovered with no residual deficit. The duration of the event was more than 24 hours. The post nih stroke score was 0 and the stroke score was 0. Concomitant medications included clopidogrel at pre and post procedure and at discharge. The patient was administered aspirin at pre procedure and at discharge.

Manufacturer narrative:
This (B)(6) male enrolled in the (B)(4) registry, experienced an unknown neurological event on the same day of the carotid index procedure. Pre-procedure nih stroke scale was 0 and the stroke scale was 0. The patient left the angiography suite with no neurological deficits. The onset of the neurological deficit was post procedure and gradual. The patient fully recovered with no residual deficit. The duration of the event was more than 24 hours. The post nih stroke score was 0 and the stroke score was 0. Concomitant medications included clopidogrel at pre and post procedure and at discharge. The patient was administered aspirin at pre procedure and at discharge. The patient¿s medical history is unknown. Multiple attempts to gather additional information have been made and have been unsuccessful. The products remain implanted in the patient and are thus not available for evaluation. Additionally, as the sterile lot number was not available, device history record review could not be performed. Neurological events are a well-known potential adverse event associated with the carotid stent implantation procedure and is listed in the IFU as such. These events are often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the embolic protection device or flow downstream potentially disrupting perfusion both during and after carotid stent implantation. By definition (mayoclinic.org), the symptoms of a tia may last up to 24 hours, but they often last only a few minutes. Tia occurs when the blood supply to part of the brain is briefly interrupted. Tia symptoms are similar to those of stroke but do not last as long. Most symptoms of a tia disappear within an hour. Without a lot number to conduct a DHR review, it is not possible to determine if the reported event could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion updated: this (B)(6) male enrolled in the (B)(4) registry, experienced an unknown neurolological event on the same day of the carotid index procedure. Pre-procedure nih stroke scale was 0 and the stroke scale was 0. The patient left the angiography suite with no neurological deficits. The onset of the neurological deficit was post procedure and gradual. The patient fully recovered with no residual deficit. The duration of the event was more than 24 hours. The post nih stroke score was 0 and the stroke score was 0. Concomitant medications included clopidogrel at pre and post procedure and at discharge. The patient was administered aspirin at pre procedure and at discharge. The patient¿s medical history is unknown. Multiple attempts to gather additional information have been made and have been unsuccessful. The products remain implanted in the patient and are thus not available for evaluation. Additionally, as the sterile lot number was not available, device history record review could not be performed. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Neurological events are a well-known potential adverse event associated with the carotid stent implantation procedure and is listed in the IFU as such. These events are often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the embolic protection device or flow downstream potentially disrupting perfusion both during and after carotid stent implantation. By definition ((B)(4)), the symptoms of a tia may last up to 24 hours, but they often last only a few minutes. Tia occurs when the blood supply to part of the brain is briefly interrupted. Tia symptoms are similar to those of stroke but do not last as long. Most symptoms of a tia disappear within an hour. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.